Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). The rep reported that an implantable neurostimulator (ins) was implanted past its use before date. The use before date was (B)(6) 2015 and the implant date was (B)(6) 2016. The device was 611 days expired. No patient symptoms were reported.